Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified. The reported symptom "high psi" was inadvertently missed during evaluation. The device will be required to pass all release testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced high pounds per square inch (psi) during preventative maintenance testing. There was no patient involvement. No additional information is available.